Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hyperglycemic episode around (B)(6) 2012 and was admitted to the hospital where he spent less than 24 hours at his own request. Patient claims that cgm was reading in the approx 300 mg/dl while his bg was measured at around 600 mg/dl. At the time of his call to dexcom technical support, patient reported that he also suffers from many other health issues and that he has stopped wearing cgm. Dexcom technical support has arranged for patient to send his receiver to dexcom for receiver data to be evaluated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Device not returned to manufacturer yet.